Event description:
On (B)(6) 2025, a patient was prepped for a mammography breast biopsy procedure through normal density tissue, using the encor bio probe. Prior to the procedure, the biopsy probe had a gooey white substance in the sample notch area. No coaxial was used. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H11: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that an encor probe of a sample notch was place in a package, in which a white unknown plastic particle was seen on the sample notch of the encor probe. Therefore, the investigation is confirmed for the reported device contamination as a white unknown plastic particle was seen on the sample notch of the encor probe. The definitive root cause could not be determined. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a mammography breast biopsy procedure through normal density tissue, using the encor bio probe. Prior to the procedure, the biopsy probe had a gooey white substance in the sample notch area. No coaxial was used. The procedure was completed using another device. There was no reported patient contact.